Event description:
It was reported that the patient presented to the hospital, noise was noted on the ventricular lead. During lead replacement, the physician noted insulation breach and body fluids in the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.